Manufacturer narrative:
(B)(4).

Event description:
The lab reported that zirconia abutment fractured and separated from the titanium alloy interphase.

Manufacturer narrative:
The product associated with this complaint was not returned. The complaint could not be verified. The failure of this device is associated with a product recall. Additional documentation review is not required. The conditions under which the abutment was subjected in the patient¿s mouth are unknown. Therefore a probable cause originating from the anatomical and/or use conditions cannot be determined.